Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. No containment or corrective actions are recommended at this time. A review of manufacturing records for this lot 2034970 found no deviations or non-conformances during the manufacturing process. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the product/print specifications found no discrepancies. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the complaint include, but are not limited to: 1- not adhere to the corresponding IFU 2- the total volume of suture through both snare loops exceed a combined of four strands 3- bending or twisting the inserter handle during and after insertion. There are no indications that suggest that the device did not meet specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the thread of the 2nd-row anchor broke off during impaction in the humeral head. The broken anchor was removed. The procedure was completed with a new anchor. It is unknown if there was a delay involved. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.